Manufacturer narrative:
The customer's meter was requested for return. The customer stated that they had no test strips remaining for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was > 8.0 inr and within 7 hours the laboratory result was 5.3 inr. The customer's therapeutic range is 2.0 - 3.0 inr. Based on the laboratory result the customer's medication was adjusted. There was no allegation of an adverse event. The customer was taking a multitude of new medications such as antibiotics for gout and cellulitis. The customer mentioned that they had a loss of appetite.

Manufacturer narrative:
The customer returned the meter for investigation. The returned product was measured in comparison to a retention strips and retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.7 inr , qc 2: 3.7 inr, qc 3: 3.7 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.